Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product eval revealed the broken nut was not sent along with the device; therefore we are not able to determine the cause of breakage.

Event description:
It was reported that during epoca removal, the nut on the stem extractor broke. All pieces were accounted for and the procedure was completed w/o delay or pt harm. Device is from eval set (B)(4).